Event description:
Additional information: it was reported that the patient was taking levaquin 500 mg daily at the time of the event. The patient had clear drainage from the incision site. A culture of the drainage was negative. The patient was treated with ongoing antibiotics; the drainage did not resolve. At the time of this report, the patient was under the care of a different physician for oral baclofen.

Manufacturer narrative:
Product ID 8731sc serial# (B)(4); product type catheter. (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump was removed because, they thought the patient¿s body was rejecting it. The patient was re-implanted with a new pump in (B)(6) 2013. The device system was used to deliver baclofen.